Manufacturer narrative:
We initially determined that this was not a reportable event due to the nature of the injury and age of the device, but after an FDA audit it was determined that it probably should have been reported. We have updated our internal procedures to help with the determination of reportable events in the future to ensure they are reported within the time required.

Event description:
User was driving her wheelchair when it came to a stop veered to one side and she fell out of the chair breaking her arm. The user was not wearing her seat belt. Had she been wearing a seat belt, she would not have fallen out of the chair when it came to a stop.